Event description:
Beginning of (B)(6) 2022, our oncology pharmacy switched to equashield from ICU medical closed system transfer device. First time when 60 ml equashield white tip broke out during mixing 5 fu continues infusion pump, we thought this is a rare case and we did not report. But today, (B)(6) 2022 this happened again. FDA safety report ID# (B)(4).